Event description:
Caller reported a tandem mobi cartridge alarm, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer reverted to manual injections for insulin therapy.